Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that a (B)(6) male (thin body) patient with type 2 diabetes was admitted in the hospital. Previously, (B)(6) 2022, the patient was given a pump infusion of insulin to control his blood glucose level and a subcutaneous implantation of an infusion line in the patient's abdomen. Therefore, his blood glucose value was measured in the afternoon of the next day which showed 20 mmol/l. The hospital immediately corrected it by insulin number when he used the bolus but did not achieve the expected effect. On the morning of the 1st ((B)(6) 2022) the nurse found that the missing needle was found when changing the needle and after taking the film at about 11 o'clock on the same day it was found that there was a foreign body under the skin of the abdomen and the hospital arranged for surgery to take the needle in the afternoon of the same day. No further information available.